Manufacturer narrative:
Added additional information to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. Due to unavailability of valve serial number, no device history review (DHR) or lot history review were able to be performed. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The sapien 3 valves in the article were implanted between (B)(6) 2014 to (B)(6) 2017. Since the exact implant date is unknown, IFU in circulation on november 2014 was reviewed for relevant information on sapien 3 implant in the aortic position. Correct sizing of the thv is essential to help prevent paravalvular leak, migration, and/or annular rupture. Accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate valve performance. No IFU/training manual inadequacies identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The paravalvular leak was unable to be confirmed due to unavailability of procedure imagery. Since the lot or serial number was not available, a DHR review was unable to be performed to determine presence of manufacturing non-conformances that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported from the medical article, ''one patient underwent balloon valvuloplasty 5 months after sapien 3 implantation due to high-grade pvr without sequelae''. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information provided, the root cause cannot be determined at this time.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2022-05775, 2015691-2022-05779, 2015691-2022-05782, 2015691-2022-05783, 2015691-2022-05784, and 2015691-2022-05785.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Citation: paitazoglou, christina, et al. ''The alster-tavi all-comers registry: procedural and 1-year clinical outcomes of balloon-expandable vs self-expanding contemporary tavi valves.'' J invasive cardiol 33.5 (2021): e356-e364. Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, a review of the medical article: ''the alster-tavi all-comers registry: procedural and 1-year clinical outcomes of balloon-expandable vs self-expanding contemporary tavi valves'' was performed. The alster tavi is a single-center registry is an all-comers, retrospective registry, providing real-world data on patients treated with transfemoral tavi for severe aortic stenosis. From 129 patients who received transfemoral tavi with sapien 3 valves from november 2014 to march 2017. One patient underwent balloon valvuloplasty 5 months after the procedure due to high-grade paravalvular regurgitation without sequelae.